Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event of infection. Although this is a veterinary complaint, this event will be reported as a serious injury since the device part and lot number are unknown and synthes is unable to confirm that this device is not used on humans. Should further information become available this determination will be reviewed accordingly. Please note that the associated spiked washer is a veterinary use only product and, therefore, not reportable for infection. This report is for one unknown screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported a veterinary event in (B)(6) as follows: it was reported that the canine patient developed an infection, possibly escherichia coli, after implantation of a spiked washer and unknown screw on (B)(6) 2015. The devices were implanted during the extracapsular stabilization by ligament graft procedure (1/3 lateral patellar tendon plus fascia lata). The graft was secured by the reported washer and screw. On (B)(6) 2015, wound discharge was noted. Microbial cultures collected on (B)(6) 2015 identified the presence of escherichia coli. Please also see related complaints (B)(4) which address additional events related to this patient. This report is for one unknown screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The veterinary patient was treated with wound flowing on (B)(6) 2015. The washer was removed at the time of the wound flowing. The reported screw was removed on (B)(6) 2015 before the implantation of the tplo system.